Event description:
The event was reported via the icad study in china. The 51-year-old male patient (subject (B)(6): ) with a medical history of hypertension for 2 years (blood pressure was not monitored), diabetes for half a year (blood glucose was not monitored), cerebral infarction, dyslipidemia, hyperhomocysteinemia, internal carotid artery stenosis (severe in the right posterior communicating segment and mild in multiple sites in the left side), vertebral artery stenosis (mild in bilateral sides) was admitted to the hospital on (B)(6) 2023 due to ¿"numbness of the left side of the body with deviated mouth and lisp for more than 10 days and diagnosed with ¿internal carotid artery stenosis cerebral infarction and internal carotid artery stenosis (severe in the right posterior communicating segment and mild in multiple sites in the left side).¿ the informed consent form was signed on (B)(6) 2023. The patient underwent a vascular stent placement using an unknown enterprise ii vascular reconstruction device (product code / lot # unknown) on (B)(6) 2023. On (B)(6) 2023, the patient experienced a cerebral hemorrhage, which became known to the site on (B)(6) 2023 and to the sponsor on (B)(6) 2023. The principal investigator (pi) assessed the event as a serious, severe adverse event that was unrelated to the study device and unrelated to the surgical procedure. The event required an in-patient surgery and hospitalization. The event was not classified as unanticipated adverse device effect (uade). The event was classified as a symptomatic cerebral hemorrhage. The event resulted in death, classified as an ¿all-cause death: cerebrovascular death.¿ the patient expired on (B)(6) 2024. No device deficiencies were reported, and the device remained. The subject was withdrawn from the trial due to the adverse event. The following addition event details were reported: on (B)(6) 2023, the pi performed a 30-day postoperative telephone visit. The patient¿s family informed the pi that the patient had died on the evening of (B)(6) 2023, at home. The patient¿s family reported that the patient woke up in the morning of (B)(6) 2023 and suddenly became unconscious, unable to answer the call, nausea, vomiting and other symptoms, and was urgently admitted to the local hospital. The patient¿s blood pressure was measured at 200/120 mmhg. The cranial CT suggested that the right frontotemporal lobe-basal ganglia cerebral hemorrhage and broke into the ventricular system. After completing the relevant investigations, the patient underwent the procedure of "removal of intracerebral hematoma, decompression of cranial bone debridement flap, and lateral ventricle external drainage" under general anesthesia at 10:30 on (B)(6) 2023 in an emergency clinic. After the procedure, the patient was transferred to the department of intensive care medicine at 15:15 on (B)(6) 2023, due to critical condition, and was then given mechanical ventilation, rehydration, elevation of pressure, hemostasis, anti-infection, nerve nourishment, and symptomatic treatment. On (B)(6) 2023, craniocerebral CT re-examination showed that there was more blood in the cerebral ventricles than before. At 10:40 on (B)(6) 2023, the subject underwent "conical cranial hematoma drainage" under local anesthesia. After the operation, the subject continued to be given mechanical ventilation, fluid rehydration, nerve nourishment, maintenance of stable internal environment, tracheotomy, lumbar large pool tube drainage, and symptomatic treatment. On (B)(6) 2023, CT examination was performed, suggesting that the right frontotemporal lobe-basal ganglia area cerebral hemorrhage and break into the ventricle system which was changed after craniotomy and drainage surgery, and dynamic review was recommended. After active treatment the patient's condition did not recover, with persistent coma, bilateral pupil dilatation, ventilator was used to maintain the respiration. The condition is critical. After consulting the local doctors, combined with the condition at that time, the patient¿s family decided to give up the treatment after deliberation and the patient was discharged on (B)(6) 2023. Discharge examination: p 99 beats/min, r 14 beats/min, bp 130/90 mmhg, deep coma, uncooperative examination. The subject died on the evening of (B)(6) 2023. In conjunction with the patient¿s post-operative recovery, the patient¿s coagulation and platelet counts were normal pre-operatively and the patient was taking antiplatelet aggregation medications regularly postoperatively. Because of the patient's clopidogrel resistance, the patient was given ticagrelor 40 mg po bid. Considering that this event may be related to the patient's emotional state after returning home from a party with relatives on the evening of (B)(6) 2023, which elevated the patient¿s blood pressure; it may also be related to the patient's use of ticagrelor. In addition to the postoperative day's review, the CT patient had no bleeding and the patient's condition was stable on the fifth day of the postoperative period. Based on the reasons mentioned above, it is determined that this event is not related to the research device, and it is not related to the surgical operation. On (B)(6) 2023, a clinical event committee (cec) was received related to the cerebral hemorrhage event. The cec assessed the event as being possibly unrelated to the study device and possibly related to the procedure. Other possible causes for the event were reported as, ¿may be related to anti-platelet drugs, poor blood pressure control and emotional factors.¿ based on the cec adjudication received on 14-dec-2023, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿death.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Cerebral hemorrhage is a known potential complication associated with the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. The pi assessed the event as being unrelated to the enterprise2 study device and unrelated to the procedure. However, a cec adjudication assessed the event as possibly unrelated to the study device and possibly related to the procedure. Other possible causes for the event were reported to be ¿anti-platelet drugs, poor blood pressure control and emotional factors.¿ based on the cec adjudication, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.